Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder scope procedure on (B)(6) 2023 when it was reported, ¿during the case, the metal casing on the radiofrequency device came off during the procedure into the patients joint.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questions found that the device fragment had fallen into the patient¿s joint, and it was the surgeon¿s judgement that it was too close to the nerve to be removed. The procedure was completed without any report of delay. This report is being raised on the basis of injury due to device fragment left in patient joint.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder scope procedure on (B)(6) 2023 when it was reported, ¿during the case, the metal casing on the radiofrequency device came off during the procedure into the patients joint.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questions found that the device fragment had fallen into the patient¿s joint, and it was the surgeon¿s judgement that it was too close to the nerve to be removed. The procedure was completed without any report of delay. This report is being raised on the basis of injury due to device fragment left in patient joint.

Manufacturer narrative:
Examinations of the returned used device, item aes-90sn confirm the reported problem, and found device electrode broken off from the probe tip. Detached electrode was not returned per evaluation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor for trends through the complaint system to assure patient safety.